Manufacturer narrative:
The reported catheter was returned for investigation. The reported problem could be confirmed. The appearance of the present cracks as well as the breaking behavior during stress tests pointed to the root cause use of application of organic disinfectants. As this is not indicated according to the product's IFU this is seen as an off-label use. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that during use of a picco catheter on a patient the luer connector of distal lumen was found cracked and caused blood leakage. There was no known impact or consequence to patient. (B)(4).